Manufacturer narrative:
The tip cover was returned with a couple holes burned though the pellethane sleeve. The sleeve exhibits localized melting around the holes, indicative of arcing. The hole sizes range from .035 to .080 x .200 with varying shapes (round and oblong), and are located from .740 to .900 below the distal end of the tip cover. Multiple holes indicate multiple arcing events occured. With the tip cover installed on an in-house monopolar curved scissors (mcs) instrument, the holes align close to the prox clevis to tube extension interface. On (B)(6) 2012, the reporter of the complaint provided additional information, as requested during the course of the investigation for this event. It was stated that the patient was stable and no injuries occurred. The instrument, accessory and cannula were inspected prior to use. The installation tool was used to place the tip cover on the mcs instrument. No instrument collisions were noted during the surgical procedure.

Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed from the tip cover accessory. No patient harm, adverse outcome or injury was reported.